Manufacturer narrative:
The reported warm starts could be comprehended by means of the log analysis. A detailed device investigation was performed at manufacturer site. Thereby the reported behavior could be reproduced. An examination of the cartridges did not show any failure. The pcb cpu and pcb pneumatic were identified to be root cause of the warm starts. During a warm start an audible alarm would be posted and the emergency-breathing valve would open allowing spontaneous breathing. A single successful warm start lasts approximately 8 seconds. Afterwards the device continues the ventilation using the same settings. Directly after the re-start the device alarms audible and visible with ¿mv low!!!¿ until the applied volume is higher than the lower set threshold for the minute volume. The device behaved as specified for the detected failure.

Event description:
Please see initial-report.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that the error code: 13.99.130 occured. No injury reported.